Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported brachial clot could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists thromboembolism (including venous and arterial non-central nervous system) as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a left ventricular assist (lvad) implant, the pump was initiated per surgeon request and gradually increased to 5,000 revolution per minutes (rpms), with flows increasing to approximately 9 lpm. The surgeon was informed of current flows, and potential causes including air and thrombus were considered. The engineer was consulted. Attempts were made to adjust pump speed without resolution of flows. Impella was removed prior to initiation of lvad. The surgeon requested prep of backup lvad pump. The outflow graft was clamped and the existing lvad was removed. Thrombus was identified within both inflow and outflow. A large clot was also removed from outflow graft. Outflow graft was suctioned and flushed. A new pump head was inserted into left ventricle and connected. The pump was restarted with adequate flows. The patient became hemodynamically stable and transferred to intensive care unit (ICU). According to ICU nurse practitioner, the patient was able to move all extremities. They were extubated post-operative day 1, moving all extremities. It was noted that the patient had a cool right upper extremity, and a right brachial clot was found. Of note, the patient had an impella prior operation in right axillary artery, and it was removed during implant. The lvad was operating as intended with no alarms present.